Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted transversus abdominis muscle release (tar) incisional hernia surgical procedure, the mega needle driver instrument was being used in a patient. After a few hours, it was seen to start having exposed wires or fraying wires on the instrument head. Instrument was removed from the patient and placed into a biohazard bag and taken to the appropriate place. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following response: no further details related to the reported event are known or available.